Event description:
It was reported that the screwing of the bolt was not working. It grinded or it stopped at a certain point. The product problem was discovered prior to surgery. There was no pt contact or pt injury. The pt was not prepped for surgery. The product was going to be used for surgery and a replacement was available to be used. There was a 20 min delay because of the time it took to get the replacement and apply the new clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.